Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and the root cause was determined due to defective mechanical components- power board, motor board and battery.

Event description:
The customer reported shorted power board, motor board and battery. There was no information for patient involvement reported associated with this event.